Event description:
A malfunction was reported on the pump, potentially caused by exposure to moisture when the pump was near a hot tub. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump and provided necessary information regarding third-party charging supplies and time settings. The customer was advised that the pump could be used, with a recommendation to contact support if the malfunction recurred, which was understood and acknowledged by the customer.